Event description:
Customer reported obtaining blood glucose results of 32 mg/dl and 250 mg/dl, within 10 minutes, while using the aviva system. Based on the value of 32 mg/dl, customer self-treated with glucose tablets. No adverse event was reported. Requested return of suspect device and replacement was sent.